Event description:
Technician reported patient was over infused in 2005. Pump was set to infuse tpn and lipids for 12 hours, 2040cc. Patient was infused within 11 hours on both incidents instead of the scheduled 12 hours. No patient injury or medical intervention reported at this time. No additional patient information is available at this time.